Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Event year reported as 2019; however exact date of postoperative allergic reaction development is unknown. Initial reporter occupation : reporter is patient. MFR site : physical manufacturer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional pro codes: mnh, mni, kwq, kwp. This report is for one (1) ti snap-on transconnector 38 mm-47 mm for 5.5 mm/6.0 mm rods. Lot numbers is unknown; complainant part is expected to be returned for manufacturer review / investigation but has yet to be received. Initial reporter is company representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient initially underwent a laminectomy of t11-l3 due to a fracture at l1, on (B)(6) 2019. Patient had a broken back requiring the surgery. Patient is now showing symptoms of hypersensitivity to the metal installed in patient¿s back during the fusion and currently experiencing increased pain and skin breakouts. An MRI that was done in (B)(6) 2019 shows that the patient is healing as expected. There is no plan to remove the implants currently. This complaint involves one (1) device. This report is for one (1) ti snap-on transconnector 38 mm-47 mm for 5.5 mm/6.0 mm rods. This is report 1 of 1 for (B)(4).